Event description:
Information received via complaint form indicates as follows: "failure of irrigation both in the urinary bladder and outside the patient's body at operating room."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There was no report of a patient being harmed as a result of this malfunction. An investigation was conducted based on the evaluation of the returned sample provided by customer. The analysis on the returned samples provided was tested and did not perform to our requirement. This complaint issue has been investigated previously to address the confirmed complaint and documented in convatec's CAPA system. This complaint will be closed and future complaints will be monitored for trends. No additional information is expected.